Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter phone number: (B)(6).

Event description:
It was reported that an unspecified bd edta tube underfilled. The following information was provided by the initial reporter: "during using the tube, it found that the tube had low draw."

Event description:
It was reported that bd vacutainer® sst blood collection tubes underfilled. The following information was provided by the initial reporter: "during using the tube, it found that the tube had low draw."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® sst blood collection tubes underfilled. The following information was provided by the initial reporter: "during using the tube, it found that the tube had low draw."

Manufacturer narrative:
The following fields were updated with additional information: d.1. Device brand name: bd vacutainer® sst blood collection tubes. D.2. Common device name: blood specimen collection device; product code: jka. D.3. Device manufacturer: becton dickinson medical devices co., ltd. Suzhou. D.4. Catalog number: 367405; lot number: 1147670; expiration date: 2022-05-31; UDI number: (B)(4). G.1. Device manufacturer: becton dickinson medical devices co., ltd. Suzhou g.5. 510k number: na.